Manufacturer narrative:
Updated field: b4, d9, (g1 (contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse was unable to replicate any issue. The fiber optic module appears to be working fine. Unit passed all functional testing and electrical safety testing and was cleared for clinical use.

Event description:
It was reported that cs300 intra-aortic balloon pump (iabp) had fiber optic issue. No harm to the patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.